Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was a seed. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Additionally, the device has not been used on a patient with foreign material attached to the device. The user inspected the device prior to any malfunction before using it. The device was precleaned without any delay after the procedure. The reprocessing accessories were used without an abnormality. Manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. It is unknown if all scope channels were connected with tubes when the scope was setting it up into the aer/ewd. It is unknown if the instrument/suction channel aspirate water use suction pump. The brush point and suction channel was brushed. There was no other effect from other products/reprocessing accessories/aer/ewd involved in the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿forceps/instrument channel malfunctions so there is something that is stuck in the vent hole, and we can't get into the control suction¿ was confirmed. The following findings were also noted during device evaluation: cracks, dents, and scratches found throughout the device, switch buttons # 1 and 2 cut, light guide tube buckled, control knob movement heavy play, objective lens has a chip and worn glue, insertion tube snakiness, scratched and discolored, the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope forceps/instrument channel malfunctions so there is something that is stuck in the vent hole, and we can't get into the control suction during reprocessing. There was no report of patient harm or user injury associated with this event.